Event description:
Boston scientific received information that the patient was hospitalized with complete heart block. Upon interrogation it was noted that both the right atrial lead and right ventricular lead were not capturing. Impedance measurements for the ra lead were stable and within range, however the rv lead exhibited impedance measurements of greater than 2500 ohms. An x-ray was taken which did not yield any significant findings. An echocardiogram was performed which showed lead dislodgement. A revision procedure was performed where a suspected clavicular crush was observed on the rv lead. Subsequently the rv lead was surgically abandoned. The ra lead remained in service. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. It is unclear by the event description whether this is the ra or rv lead.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional information or the device itself become available for analysis, the investigation will be updated.